Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the jaws of the tsb35 would not re-open when inserted through a 12mm trocar. Another tsb35 was opened and used to complete the case. There was no consequence to the pt.